Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient fell and sustained a femur fracture. It is unknown if fall was device related.